Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen therapy via drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that the patient felt that her pump wasn't working properly. The patient had been getting pins/needles in her left leg to the point she can't walk. It was noted that the extreme numbness went from the top of her leg to her toes, and it was even hard to bend the knee. The reporter indicated that this had been going on for at least a year or more (approximately one to two years); she always had some needles, but this was different. In addition, when the patient used the personal therapy manager (ptm) to give a bolus, the needles would become ten times worse ten minutes after getting the bolus. Furthermore, the patient's pain wasn't going away; the patient felt like the medicine was going somewhere else/the wrong location. The change in therapy/symptoms was considered gradual. It was noted that the patient had a programming change about three months earlier. The patient felt that the healthcare provider (hcp) was dismissing what she was telling them about her symptoms, but the reporter would follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.